Manufacturer narrative:
The device was not returned for analysis, as it was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a triggered lead safety switch (lss) for high out of range pacing impedance measurements, measuring greater than 3000 ohms in the bipolar configuration. Additionally, this lead exhibited loss of capture (loc) in bipolar and elevated threshold measurements in the unipolar configuration. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.